Event description:
The user's hearing performance with the device is affected. The user's implant has moved down to the bottom of her skull but it is not clear when this occurred.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. Further it is reported that the device migrated from its intended position. However, to determine an exact root cause a device investigation of the explanted device is necessary. Explantation is not planned at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a trauma 7-8 years ago in switzerland following a neck massage. Since this fall, she has noticed a decline in her hearing with the device, with a feeling of reduced volume and as if her head was underwater. Her implant has moved down to the bottom of her skull but it is not clear when this occurred. A consultation will take place at the hospital to discuss this case.